Event description:
Information was received that a smiths medical epidural catheter severed in the back of the patient. Both x-ray and CT scans were performed without severed section being found. No patient injury resulted.